Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumers doctor reported the string broke during removal leaving the pessary inside. The consumer was unable to remove the pessary and had to visit the doctor for assistance. The doctor removed the pessary and the issue resolved.